Manufacturer narrative:
Lot numbers were not provided for the two malfunctions, therefore a manufacturing review could not be conducted. The devices have not been returned for evaluation; therefore, the two malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unk port implantable IV port allegedly experienced a suction problem. This information was received from (B)(6). The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old female patient was not provided.